Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. The reported issue of a double beep alarm was not found in the event log. During power up the issue was duplicated. The downstream sensor was found to be faulty and was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a "double beep no cassette" during testing. There was no patient involvement.